Event description:
It was reported that the patient was said to be experiencing total body weakness. The physician was unable to know if it was device or procedure related. The patient underwent an explant procedure. It was also reported that the explanted device was disposed at the facility.